Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noise oversensing which resulted in an unnecessary atrial tachycardia response mode switch. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed that the noise could be due to minute ventilation signal oversensing. The minute ventilation feature was programmed off. Several days after, the device and right atrial (ra) lead exhibited out-of-range pace impedance measurements which caused a lead safety switch to unipolar vector sensing and pacing. Boston scientific technical services (ts) was contacted for assistance. Ts review noted farfield oversensing which likely occurred due to the switch to unipolar sensing. Ts discussed troubleshooting and programming options. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information received clarified that the detected out-of-range pace impedance measurement was greater than 2000 ohms. The patient was brought into the clinic and the right atrial (ra) lead configuration was changed to bipolar sensing and unipolar pacing. The clinician suspects a possible fracture was the root cause of the high pace impedance measurements. The clinic plans to continue normal monitoring of this patient and there were no adverse patient effects. This device remains in service.